Event description:
During cystoscopy, using electrosurgery unit with argon from conmed, to stop bleeding in the bladder. The device has failed, despite several attempts to try to operate the device. As the bleeding couldn't be stopped, the patient was transferred to a surgical room for hemostasis. Testing on site showed machine was functional, possible training problem.

Manufacturer narrative:
Based on provided information we as the manufacturer can not identify a technical problem on the device. Therefore, the most likely root cause is a use error.